Event description:
The patient reported overstimulation when rolling onto her abdomen in the middle of the night approximately two weeks ago. The ¿lying front¿ setting is set for when the patient bends forward and all lying down positions are set to zero. The patient does not need stimulation at night. The patient requires less stimulation when actual lying on her stomach than does when she simply bends forward. This was explained to the patient and now she understands she needs to simply turn the stimulation off at night. Impedance testing and x-rays were performed. The x-ray was to verify the leads have not moved and they are posterior; x-rays were within normal limits. The doctor did not see anything of concern. Impedance checked showed within normal limits as well. The patient is receiving effective therapy and no follow-up is needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).